Manufacturer narrative:
Exemption number: e2013009. (B)(4). During initial visual examination of the returned blood pump, an air cushion was detected between the membrane layers. The blood pump was tested for functional performance and did not meet its normal performance specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, an air cushion was visible between the air-side and middle layer. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side layer of the triple layer membrane. The other two layers of the membrane were intact. At the time of investigation, the membrane thickness was found to be within specification for all the three layers at the fixed measuring points. However, the thickness of the air-side layer in the region where the leakage was detected was below specification during failure analysis. During normal pumping function membranes can get stressed. As a result, if membrane thickness is not homogeneous across the membrane layer, there is a possibility that leakage can occur at the thinnest point of the membrane. Inhomogeneity of the thickness was found to be the cause of the membrane rupture. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (340 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer for analysis yet. A detailed report will be submitted following the investigation.

Event description:
Berlin heart inc. Was informed by the clinic that a reduced ejection was noted in the left excor blood pump of a patient supported in the lvad configuration. An adjustment of the parameters on the stationary driving unit (ikus) did not improve the situation. An exchange of the ikus to a back-up also did not help. Berlin heart inc. Then recommended an exchange of the blood pump. The affected left excor blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.